Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The conduct wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation show damage. The yaw pully is thermally damaged. Additional findings related to customer¿s complaint: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of o bipolar yaw pulley at the base of the grip. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The instrument was found to have a frayed grip cable at the yaw pulley. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was found to have damaged conductor wire.